Manufacturer narrative:
A visual analysis was performed on the returned device. The returned product observation determined a needle to cuff miss. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the part number and lot number were not reported. Based on the observations from the returned analysis, the investigation determined that the observed needle to cuff miss and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after a neurovascular interventional procedure with a small-bore sheath. Reportedly, no femoral imaging was performed and no suture was found when the plunger was withdrawn during step 3 [suture retrieval issue]. This occurred with three prostyle devices in a row. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional prostyle plunger was received by the abbott returned goods lab. Analysis of the device found that the posterior cuff was ejected from the posterior foot pocket and all three of the posterior cuff tabs were all noted to be bent as expected [suture retrieval issue]. No additional information was provided.